Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the subject device. The subject device had not been returned to olympus medical systems corp. But was returned to olympus france. The subject device was sent to a third-party laboratory for additional microbiological testing. In the result of the additional microbiological testing, the subject device tested positive for unspecified bacteria(9 cfu/endoscope), and the testing result did not clear french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for the microbes as follows: the biopsy channel: staphylococcus coagulase negative(>100 cfu/100ml); the suction channel: staphylococcus coagulase negative(2 cfu/100ml); the air/water channel: staphylococcus coagulase negative and micrococcus sp(7 cfu/endoscope in total). The subject device had been brushed manually using a non-olympus cleaning brush(nova life partners) and disinfected using non-olympus automated endoscope reprocessor(soluscope, serie 4) with peracetic acid(soluscope, disinfectant). There was no report of patient infection associated with this report.